Manufacturer narrative:
Follow-up #1: date of submission 02/05/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/22/2015 with the following findings: a review of the pump¿s black box data revealed cs 064 call service alarms. The pump was exercised for 24 hours with no duplicated call service alarms. The pump was opened and moisture was observed on the motor flex and internal components of the pump. Unrelated to the initial complaint, the display screen was dim and discolored, and moisture was observed under the display lens. Also unrelated, the battery compartment was cracked. The leak test failed due to a battery compartment leak.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.